Manufacturer narrative:
The device was returned to the MFR for eval. Based on the investigation details, the trigger was difficult to depress due to catching on the safety bar which damaged the trigger shaft. The trigger shaft and safety bar were replaced, the device was repaired and returned to the account.

Event description:
It was reported that the trigger was sticking during testing of the device. There was no pt involvement and no allegation of adverse consequences associated with this event.